Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4 half height (hh) had failed, and no lights were observed on the interface board. A field service engineer replaced pyxis module controller (pmc) as part of the initial repair. Further diagnostics revealed that the drawer 4-2 controller board failed the ohms test, prompting a replacement of the controller board. The hard stops were tightened, and all connections were secured. The drawer was tested successfully using the hardware test application, and it was assigned correctly in the application. The functionality was verified and confirmed operational on the pm unit. As part of proactive testing, all drawers were checked, connections were secured, and the unit passed all tests. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis had no power and appears to be dead. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis had no power and appears to be dead. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6).